Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized three times for high blood glucose. During the second hospitalization, the blood glucose reading was over 600 mg/dl. The customer was admitted to the emergency room and hospitalized on (B)(6) 2020 for three days. The customer was hospitalized for diabetic ketoacidosis and was treated with IV insulin drip, then was placed on sliding scale then manual injections, then went back on the pump. The customer stated they were hospitalized due to the pump not delivering insulin. The customer reported insulin flow blocked alarm. Customer did not have bent cannulas or site issues. It is unknown if the customer uses auto mode. Troubleshooting for the customer¿s high blood glucose was declined. The insulin pump will not be returned for analysis.